Event description:
After four years of successful cochlear implant use, this pt developed a skin flap infection. Their doctor tried to treat the infection but it continued to progress. Therefore, he decided to explant the device in 2005 and reimplant another device on the same day.